Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. This MDR submission is a late submission. A CAPA has been issued.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: medical device problem code - 1663. Investigation findings code - 3221. The physical investigation of the returned items revealed that no fracture had occurred. The correct codes for this complaint are: medical device problem code - 2616. Investigation findings code - 114.